Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Supplemental report 01 - (B)(4). Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6011712, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6011712 was manufactured according to the work instruction (wi) version 120 and manufactured in the line l5 on 15-feb-2025, with a total of (B)(4) units. The DHR review revealed that during on-line functional test 22, one sample failed the static test. Consequently, an extended was raised due to a missing glue tube to connector. Based on the sampling results, the lot was accepted. The sub-assembly: gluing of tubing of the lot 5a05780 was manufactured according to the form version 2.0 and manufactured in the machine itl03, on 02-feb-2025, with a total of (B)(4) units. The sub-assembly: gluing of tubing of the lot 5b01327 was manufactured according to wi version 66 and manufactured in the machine sc04, on 14-feb-2025, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of the related event: as a result of the following: no non-conformance (nc) was raised during production in relation to the complaint malfunction code. However, this complaint requires a further corrective and preventive action (CAPA) determination assessment due to findings in the DHR review associated with the complaint code.

Manufacturer narrative:
Initial and final MDR (B)(4). Device 2 of 4.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced four infusion set tubing detachments from connector event on (B)(6) 2025. The site of detachment was tubing connector. The infusion set was in use for one hour. No further information available.